Event description:
I have been using the freestyle libre 3. I have 3 sensors that kept giving me very low glucose readings, and nothing would bring it up. After checking the lot numbers and the serial numbers on the abbott website, the devices were not affected by the recall. However, my sensors still did not work properly. The three serial numbers are: (B)(6) if possible, I would like to have replacements sent to me. Pt code: 1905. Device code: 2460. Reference reports#: mw5182560; mw5182561.